Event description:
Report received indicated that balloon ruptured occurred during a percutaneous transluminal angioplasty. The target lesion was right surperficial femoral artery (size of vessel unk). The access site was the arm (side unk). There was moderate calcification and vessel tortuously. Percentage stenosis is not known. Instruction for use were followed during product preparation and procedure. The guidewire was inserted across the lesion through the sheath introducer. The balloon catheter was than advanced towards the lesion over the guidewire. There was no resistance present. An indeflator was use to inflate balloon at the site however it ruptured at 6 atm. Another balloon catheter was use to end procedure successfully. There was no adverse consequence to the pt. This product will not be return for evaluation and testing.